Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported by the male nurse of the hospital, that the target device broke. Procedure completed successfully with the same device.

Manufacturer narrative:
Evaluation revealed the targeting arm t2 prox. Hum. To be the subject product. No further associated products were reported. Review of the inspection records revealed no discrepancies. The item returned was documented as faultless prior to distribution. As the item had been in use for more than 3 years, we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. The vertical clamp of the received targeting arm for clamping and releasing the drill sleeve was found to be partly broken off. The appearance of the breakage surface indicated that the clamp most likely broke due to overload. This overload could have occurred due to high clamping or bending forces, hits on the device or when the arm would have fallen down onto the floor. With the information given the exact root cause could not be determined. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It is reported by the male nurse of the hospital, that the target device broke. Procedure completed successfully with the same device.